Event description:
It was reported the customer wanted to know if the equipment has an optional function for egc analysis and alarming during postoperative care and cardiac arrest. It was indicated that a patient death occurred while the patient was connected to the mx40 which was connected to the pic ix. No other clinical information or medical intervention was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint was escalated for technical investigation, and a clinical application specialist reviewed the event, revealing the ECG rhythm at 1826 is present but then becomes very chaotic over the next few seconds, and transitions to ECG leads off with no data stored after that time. The logs also indicate the patient's data was accessed by a user five times between 1830 and 1900. The device was found to be operating per specifications, including alarms and careevent notifications. Based on the information available and the testing conducted, the device was functioning as intended, and there was no trouble found with the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Updated the event date as confirmed in device logs. Updated device serial number and product information as clarified via good faith efforts. Section e reporter phone #: (B)(6). Section e reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that the customer requested information on whether the device had an 'optional function' for egc analysis and alarms during postoperative care and cardiac arrest. Prior to the arrest, the patient was paced at 80 bpm with an external pacemaker via the jugular vein with a planned insertion of an implantable pacemaker. The patient had an unwitnessed cardiac arrest, was found unconscious, and CPR was initiated. The defibrillator displayed the paced rhythm but there was no pulse. An ultrasound was performed, which revealed cardiac standstill, and the patient was pronounced dead. It was clarified that the device functioned as intended and that there was an asystole alarm generated on the pic ix which notified the nursing staff. The alarm was silenced at the bedside 2 minutes later. The resuscitation attempts were unsuccessful, and the patient passed away. The death was unrelated to the device and there was no device malfunction.